Manufacturer narrative:
Dates are estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. It cannot be confirmed if the device was absorb or absorb gt1. Attachment: article titled: very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography.

Event description:
The following was reported through a research article: it was reported that the patient had intervention of the right coronary artery (rca) with a 3.0x18 mm absorb bioresorbable scaffold (brs). Follow up 6 months later showed a good result. 393 days after the index procedure, the patient presented with a st-elevation myocardial infarction (stemi) and very late scaffold thrombosis (vlsct). Intraprocedural optical coherence tomography (oct) showed scaffold discontinuity with malposed struts in the vessel lumen and overlying thrombus. Flow was restored with thrombus aspiration and balloon dilatation. 46 days later, the patient suffered recurrent vlsct. Oct was performed and showed more marked scaffold discontinuity with overlying thrombus. The patient was treated with a drug eluting stent (des) with good result. No additional information was provided. Details are in the attached article, titled: "very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography".

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported potential adverse event of myocardial infarction and thrombosis are listed in the absorb bioresorbable vascular scaffold system (bvss), instructions for use as known adverse events associated with the use of a coronary scaffold. A conclusive cause for the reported difficulty to deploy and patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment article, titled: "very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography".